Manufacturer narrative:
It was reported that, during a thr surgery, the polarcup trial insert nav 22/45 broke in half. The procedure was resumed, without any delay, using a s+n back-up device. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the returned device was conducted, and it shows that the device is broken into two pieces. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 1 additional complaint reported for the same batch, and 1 additional similar complaint for the same product number over the past 12 months with similar failure mode. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. As part of the continuous improvement, smith + nephew is working on a design enhancement. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation do not lead to an accurately determined cause. There is no objective indication that the reported devices failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Case-(B)(4).

Event description:
It was reported that, during a thr surgery, the polarcup trial insert nav 22/45 broke in half. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.